Event description:
Reporter indicated that the patient had passed away. Physician indicated that the patient died as a result of left thalamic hemorrhage in which the patient's neurological status became unrecoverable and life support was withdrawn. The patient experienced a >50% reduction in seizures with vns therapy. The patient was receiving treatment at the time of death. Physician indicated that the ncp system was not related to the cause of death.